Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for an emergent percutaneous closure of a post infarct ventricular septal defect in a patient with coronary artery disease (cad) and recent myocardial infarction (mi) with an impella left ventricular assist device in place. The 30mm occluder was initially deployed but appeared to small for the defect. The device was recaptured and replaced with a 24mm septal occluder which also appeared to be too small. A new 28mm amplatzer septal occluder was then attempted to be deployed. During the deployment of the 28mm occluder, the implella device stopped working and the patient become hypotensive requiring cardiopulmonary resuscitation (CPR). The 28mm device and delivery sheath was removed and the closure of the vsd was aborted. A new impella device was implanted to provide hemodynamic support to the patient. Once the patient was stabilized with the placement of a second impella the impella device that had stopped working during the case was removed and the patient then returned to the intensive care unit (ICU). The patient was reported stable.